Event description:
It was reported by the clinician that a rotator cuff repair procedure was being performed on a female pt with severe arthritis in her right shoulder. The catheter was being placed when they attempted to remove the spring wire guide (swg) and it began to uncoil. At which time, they removed the catheter and the swg broke. An x-ray was performed and it was determined that a 1.2 cm piece of wire was retained in the pt's wrist below the skin surface. The physician has chosen to leave the piece of wire in place.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.